Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
The technician alleged the brake casters would swivel while in brake mode. No patient impact.